Event description:
The account alleged that they installed a new hydraulic manifold into this bed and the cardio pulmonary resuscitation will not lower. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.